Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 5mg/ml morphine at 1.18mg/day via an implantable infusion pump for an unknown indication for use. The patient was experiencing symptoms similar to withdrawal symptoms so the doctor wanted to check the catheter when they replaced the pump. It was reported that the dye study and catheter access port aspiration were normal. The patient had their pump replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.